Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: (B)(6) 2015, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (7.5 mg at 3.29968 mg/day) and unknown baclofen (150 mcg at 65.99356 mcg/day) via an implantable pump for unknown indications for use. It was reported that the catheter tip migrated from t6 to t8. It was noted that their pain control was stable and due to an uncontrolled hematology disorder the patient was prevented from being cleared for a catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2013, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the healthcare provider via a clinical study. Indicated, that the catheter failed a dye study.